Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the engineering summary: the IFU, current risk mitigations including manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the device was received and confirmed the presence of a delaminated liner. Received imagery of the patient's anatomy revealed no information that was relevant to the investigation. Through extensive complaint investigations, events reporting or showing evidence of sheath liner delamination during withdrawal of the delivery system have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, sheath liner delamination was able to be confirmed based on the review of the procedural imagery provided. Available information suggests procedural factors (withdrawal of altered balloon) likely contributed to the event as it was confirmed that the balloon had burst during valve deployment. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner, causing it to delaminate during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. This is one of two manufacturing reports submitted for this case.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon ruptured during valve deployment. The valve was successfully deployed and well-expanded. The delivery system was attempted to be removed through the sheath but was met with resistance. The team was unable to pull the delivery system through the sheath. An occlusion balloon was advanced up the contralateral side and was inflated in the distal abdominal aorta. The delivery system and sheath were then removed together as one unit. Post peripheral angiogram showed no extravasation and the right external iliac and femoral arteries were intact. After hemostasis was achieved, the patient left the procedure area in stable condition. Images provided from the field show that the liner of the sheath delaminated during the delivery system withdrawal difficulty.